Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system does not work. The fse noted the interconnect cable was damaged. This is indicative of a no-boot situation. There is no report of injury or death associated with the event described in this complaint.